Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the defective reload is 5th reload used in conjunction with the idrive in open lobectomy procedure; cycling of the reload was completed as normal; however, when the surgeon is firing the reload by depressing the blue button on the idrive, the firing mechanism did not advance. The surgeon open the jaws of the reload by depressing on the silver button and the status light on the idrive shows blue; the same reload was cycled again and it failed to fire the 2nd attempt; a new reload, egia60amt was opened and fitted onto the same idrive and it fired normally. No pt involved. No reinforcement material was used in conjunction with the stapling device.